Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced a skin reaction. Prior to sensor insertion the area was prepped with soap and water. The patient developed redness and burning sensation under the sensor patch. She had soreness in the area and had a mild fever. On (B)(6) 2025 (approximate date), the patient went to an urgent care clinic and was prescribed a course of oral antibiotic medication (amoxicillin, unspecified dosage). The patient stated the symptoms subsided 24 hours after treatment and she was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).